Event description:
Procedure: sleeve gastrectomy. According to the reporter: surgeon fired the black load for first stomach applications, the second application stopped after about 10mm down the staple line. A new load was use, however, it too stopped after about 10mm. The staples that deployed were unformed. Surgeon applied another black reload with peri-strips lateral to the staple line and used the manual handle instead of the power stapler. The use of the manual handle was successful and used for the remainder of the case. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the pt cavity and no device fragment was left in the pt.

Manufacturer narrative:
(B)(4).